Event description:
During a remote follow-up, episodes of noise resulting in oversensing were observed on the right atrial (ra) lead. Ra lead damage was suspected, but was unable to be confirmed. Technical support was contacted and provocative testing was performed and the noise was able to be reproduced. No further intervention has been performed at this time. The patient was stable and will continue to be monitored.